Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00mm x 28mm synergy¿ drug eluting stent was advanced but failed to cross the lesion despite several attempts. Moreover, upon removal of the device, the edge of the stent was found lifted. The procedure was completed with a 32x2.5mm synergy stent device. No patient complications were reported.